Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the maintenance required code #1 for cs300 intra-aortic balloon pump (iabp) occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion, health effect ¿ impact codes), h11. It was reported that during routine check by user the cs300 intra aortic balloon pump (iabp) had maintenance required 1 (atmospheric transducer offset failure). The customer reported cs300 showing maintenance code 1. The distributor¿s fse has reported that the machine is displaying an error message " maintenance code 1". There was no patient involvement or adverse event reported. It is unclear if a getinge field service engineer came to evaluate the unit, if there was an fixes to the issue or if functional checks passed. This was all asked in multiple gfe attempts with no response. The record will be reopened if new information is added in the future.

Event description:
N/a.